Event description:
Other date of events in 2009. My daughter was admitted to the hospital, due to complications of cystic fibrosis. She was hooked up to IV antibiotics. When her line was flushed using a pre-packaged saline solution, she experienced a severe anaphylactic shock. She was given benadryl and almost received a shot of epinephrine on original date, she experienced another anaphylactic shock when her line was flushed with pre-packaged saline. She experienced said allergic reactions to either pre-filled heparin syringes or saline two days later and another two days later, as well. The manufacturer of both pre-packaged syringes is kendall. Event reappeared after reintroduction: yes.